Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not turn due to a jammed motor was confirmed. It was found that the motor sticks and was rusty. Further, the cable resistance was out of tolerance. The motor, and the motor cable were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and could have damaged the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. However, given the information provided, we cannot determine a definitive root cause for the defective motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/12/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the motor on the hand piece device was jammed and would not turn. During in-house engineering evaluation, it was determined that the motor would stick and was rusty. There was no delay in the surgery as another like device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.